Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit and stated that the backup battery was also unable to store power. The fse replaced the safety disk and the batteries. The unit passed all factory specified performance and safety index tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during routine inspection, after 20 minutes of use of the the cs100 intra-aortic balloon pump (iabp), a loop air leakage fault occurred. There was no patient involvement.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) after 20 minutes of use, a loop air leakage fault occurred. After maintenance and judgment the safety plate leaked and the main battery backup of the phone is depleted and cannot store power.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance and routine inspection, the cs100 intra-aortic balloon pump (iabp) after 20 minutes of use, a loop air leakage fault occurred. After maintenance and judgment, the safety plate leaked causing the main battery backup of the machine to be exhausted and cannot store power. There was no patient involvement.

Manufacturer narrative:
Corrected data: b1, b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.